Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypads and labels intact, and the device was in good physical condition. A review of the event history log identified no evidence of the reported problem in the history. Functional testing duplicated the reported problem. The root cause of this event was related to the data from the real time clock. To resolve the problem, the error code just needed to be cleared from the pump. The customer was advised to refer to the information bulletin for this error message.

Event description:
It was reported that the pump displayed an error code. No additional information available. No patient injury was reported.